Event description:
It was reported that during a laminectomy, the drill became hot to the touch and caused reddening of the skin on the surgeon and the patient. There was no report of burns, and there were no adverse consequences. The procedure was completed successfully as planned.

Manufacturer narrative:
During the quality inspection, the handswitch and cable conformed to specifications and the overheating described by the customer was not confirmed. When the hand piece was returned to the manufacturer, the rotor was seized in the motor causing the drill to not work. The seizing of the rotor in the motor of the drill was most likely caused by corrosion in the handpiece. The corrosion of the product appears to be due to improper cleaning and sterilization practices at the account. Cleaning, maintenance, and lubrication instructions in the IFU clearly indicate the proper procedure. This is the third repair of the handpiece with corrosion as the root cause of the failure.